Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice for high blood glucose. The first hospitalization was due to a high blood glucose exceeding 500 mg/dl. The customer went into diabetic ketoacidosis and was admitted into the ICU. A tiny slice was found in the tubing right where the tubing connects to the insulin pump. The second time the customer was hospitalized, she was in the third trimester of pregnancy and needed more insulin. The doctor hospitalized her due to high blood glucose levels and the doctor adjusted the insulin pump settings in order to bring those levels down. The customer did not experience diabetic ketoacidosis during this hospital stay. The customer was treated with an insulin drip during both hospitalizations. The customer also alleges that the insulin pump did not alarm with no delivery, and that is why she experienced both hyperglycemic events. However, no troubleshooting occurred and no products were replaced or returned.